Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bilateral brachioplasty, on closure of the fascia and skin, the knots kept unraveling or the suture kept breaking and that it added close to an hour of operating time. They opened another suture to complete the case.